Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(6) 2011. Device history record review was conducted on (B)(6) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The black box history showed 6 prime steps and 1 fill cannula occurring on (B)(6) 2011 totaling 51.5 units. No alarms or pump conditions indicating a malfunction were recorded in the pump black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
The patient reported that her blood glucose (bg) was at 41mg/dl and she was taken to the hospital via ambulance. The patient was treated with dextrose injections, intravenous glucose, and given food. The patient reported that she was on lantus and novalog at the time of call. Per pump total daily dose history, the only insulin given was basal day of insulin start, which was the day of the reported issue. The patient was unsure if she took lantus injection that morning. Customer support reviewed pump history with the patient and she had multiple primes and she was not connected during any of the primes. Her total daily dose was correct. This report is being made due to the patient's alleged hypoglycemic event while on insulin pump therapy.